Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for fibrin with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated for additive amount and checked visually, and no issues were observed relating to fibrin as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The customer provided photograph indicates an underfilled tube. These tubes should be filled to stated draw volume and mixed by at least 5 complete and gentle inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 60 minute minimum clotting time for this product is based upon an intact clotting process. Insufficient clotting (short clotting time) can result in the formation of fibrin or a fibrin mass as indicated in this photograph. A review of specimen handling parameters should be reviewed for this tube type. Bd was not able to identify a root cause for the indicated failure mode, however, pre-analytical handling cannot be ruled out.

Event description:
It was reported during use the bd vacutainer® serum blood collection tubes had clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: "the customer stated some tubes have a clotting issue"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® serum blood collection tubes had clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: "the customer stated some tubes have a clotting issue".